Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use the swan-ganz's cvp line had backing up into the tubing; an attempt was made to fast flush from transducer and blood was noted coming out of the line itself. Further investigation noted the line to be snapped in half between the white hub and on the blue line of the cvp; pa line kept for further inspection between the white hub and on the blue line of the cvp. No allegation of patient harm was reported.